Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine box change, it had been noted that noise had been recorded on the right atrial lead. The physician had decided to replace the lead during change out. The lead was capped and replaced successfully on (B)(6) 2016. The patient was stable.

Manufacturer narrative:
Correction: malfunction to serious injury. The reported event of noise was confirmed. Final analysis found that the insulation was abraded at 34.8 cm to 35.2 cm from the distal tip. The external insulation abrasion were consistent with exposure to constant friction against another implantable device.